Event description:
It was reported non-sustained lead noise was observed via a merlin.net transmission. Upon reviewing the electrograms, a sensing latency was noted on the discrimination channel. Programming changes were recommended. The patient will be monitored.

Event description:
New information notes that the device was successfully reprogrammed. Patient condition is good.